Event description:
It was reported that a pt experienced a "long period of loss of therapy". The physician stated that the catheter was checked for patency and was unable to aspirate cerebrospinal fluid (csf). Additionally, during the revision surgery, a dye study was performed and the catheter was found to be not in the intrathecal space. The catheter was replaced on (B)(6) 2011 and "good csf backflow" was noted. Following the catheter revision, the concentration was changed from lioresal 2000 mcg/ml to 500 mcg/ml; daily dose was decreased (programmed to 50 mcg/day) and a bridge bolus was performed. On (B)(6) 2011 the pt experienced the following underdose symptoms: seizures and was intubated. The pt was admitted to the hospital. It was unk if there were any pump alarms. It was noted that the pump programming was correct. Once explanted, the catheter was "flushed" and there were "no issues". As of (B)(6) 2011, the pt was home and "doing great" after increasing her dosage. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).